Event description:
Asku

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.